Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was a call service 069 alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/28/2015 with the following findings: there were multiple call service 087 alarms observed in the black box. A call service 69 alarm occurred upon power up. The pump could not clear the call service alarm. A call service 69 failure is defined as a language file corruption while retrieving the language text. The call service 69 failure was written as a call service 87 failure in the black box. The error was resident to a flash chip.